Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The target lesion was 100% stenosed, had a reference diameter of 2.5mm and a lesion length of 38mm. Direct stenting was not attempted. A 2.5x24mm liberte stent was implanted. The procedure was technically successful. The residual stenosis was 0%. A target vessel related mi occurred during the procedure. A rise in cardiac markers was observed. No data was provided relative to EKG changes; but the location of the mi is documented as posterior. At the time of the event anticoagulation regimen included clopidogrel and aspirin. The patient was discharged six days after the index procedure without angina or silent ischemia. Aspirin 100mg daily was prescribed indefinitely and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.